Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a labral repair procedure on (B)(6) 2015. During the procedure, the suture anchor pulled out while the surgeon attempted to set the anchor. Additional holes were drilled and another anchor was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is february 4, 2015. Examination of returned device found no evidence of product non-conformance. A review of the returned suture finds that the implant anchor meets the specified length. The drilled hole could have been oversized and therefore the device would not grab the bone while being seated. The oversized hole could also be due to the incorrect drill being used or poor bone quality in the area where the anchor was placed. While there are several possible reasons why there was an issue with the suture, the exact root cause remains undetermined.